Manufacturer narrative:
The device is undergoing an evaluation, but has not yet been completed.

Event description:
System lock-up was experienced when switching between a transducer and catheter during a procedure. The investigation is in progress.